Event description:
It was reported that there was an incorrect match of lens power for the patient. Documentation received with the product indicated the patient experienced dysphotopsia. No adverse effect and no patient injury were reported.

Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue, not inconsistent with an explanted lens that has been handled. No defects were observed with the lens optic body and haptics of the lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens measured at 21.0 d and is correct as labeled. The results of the diopter inspection was found to be within the production order specifications per the manufacturing records for this lens. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explanted intraocular lens. The lens was received for analysis at abbott medical optics (amo) in (B)(4) and has been shipped to the amo manufacturing site in (B)(4)for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.